Event description:
Attorney reported: in 2006- the pt underwent a ventral hernia repair surgery with placement of a ventralex hernia patch. In 2008- the pt surgery for repair of a different ventral hernia with placement of a ventralex hernia patch. Six months later- the pt was presented to his doctor due to chronic significant abdominal pain that the pt had experienced since the implantation of the ventralex hernia patches. The following month- due to the chronic abdominal pain and other symptoms, the pt underwent surgery for removal of both mesh patches. During the surgery, the doctor found the two patches juxtaposed together with a defect that was 6 cm long by 3 cm wide.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2009-00153 for information related to the ventralex mesh implanted in 2006.